Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A representative reported that the patient went to have the port aspirated on (B)(6) 2010 due to a lack of effect and not enough pain coverage. The doctor could not aspirate so they ended up trying to flush the catheter and the patient received a bolus of the medications when saline was advanced through the catheter. At that time the patient had the dilaudid 80 mg/ml, baclofen (not lioresal) 250 mcg/ml, clonidine 500 mcg/ml, and bupivacaine 10 mg/ml with a total daily dose of 11.99 mg/day. The patient was admitted into the ICU with respiratory distress on (B)(6) 2010. Seizures were not found in the patient¿s chart. The patient was stabilized and improved, but since they did not know what caused the catheter to clog, the entire system was to be replaced.

Event description:
It was reported that the patient experienced an overdose on (B)(6) 2010. The patient experienced seizures and was admitted to the intensive care unit. It was stated that the overdose occurred "from the physician blackflashing medication in the pump". The patient's blood pressure was 40/34 and his oxygen level had dropped which "caused the seizures". The patient left the hospital on (B)(6) 2010, due to a funeral however, the patient was unable to walk. The patient was brought to clinic on (B)(6) 2010 and a new pump was implanted. The medications being delivered via the device system were bupivacaine, clonidine, baclofen, and hydromorphone.